Event description:
It was reported that a syringe 0.3ml 31g 6mm half unit 10bag ca had foreign matter during use. The following was reported by the initial reporter: "it was reported that liquid came out of the needle. Verbatim: information from email copied and pasted below:sent: wednesday, march 3, 2021 2:28 pmthe customer remove the orange protector on the needle of the syringe and she see a liquid came out of the needle. Look like water."

Manufacturer narrative:
H6: investigation summary: customer returned an image featuring a syringe needle. The needle itself features a wide bead of material present approximately midway up the length of the needle. Based on the material¿s color, consistency, and position of the bead, the material may be adhesive. Due to the batch being unknown, no DHR review can be completed. Based on the image received, bd was able to confirm the customer¿s indicated failure of foreign matter on the needle. Root cause cannot be determined for this complaint due to unknown batch number. H3 other text : see h10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 0.3ml 31g 6mm half unit 10bag ca had foreign matter during use. The following was reported by the initial reporter: "it was reported that liquid came out of the needle. Verbatim: information from email copied and pasted below: sent: wednesday, (B)(6) 2021, 2:28 pm. The customer remove the orange protector on the needle of the syringe and she see a liquid came out of the needle. Look like water."